Event description:
It was reported that, following a rotator cuff repair procedure, the pt exhibited persistent drainage. Fluid drained from the site was described as cloudy sero-sanguineous. The physician re-operated and removed the "hardware". During the re-operation the physician found an abscess at the inner/outer edge of the incision. The physician also noted a complete dehiscence of the deltoid and rotator cuff. The physician feels that the dehiscence was caused by delayed wound healing due to a reaction with the suture.